Event description:
It was reported the pt had fallen, and did not have stimulation. The sjm rep met with the pt and noted his lead showed invalid impedances. It was reported the pt has felt joining sensations. Follow up identified the pt was instructed to leave the system turned off. The pt was working closely with his physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.